Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there was leaking at the filter of the cadd administration set. The product will not be returned. It was reported via email that the nurse changed the tubing. No patient injury was reported.